Manufacturer narrative:
The calibration for probnp was last performed on (B)(6) 2024 and the calibration for pth was last performed on (B)(6) 2024 and they both were acceptable. The qc was within range. There was no indication of a performance issue with the reagent.

Manufacturer narrative:
The pth reagent lot number was 70635802 with an expiration date of 30-sep-2024. The probnp reagent lot number was 747507. The expiration date was not provided. The alarm trace did not show any abnormality. The field service engineer found a sipper probe error. He replaced the pinch valve tubing and performed instrument hardware and diagnostic checks and they were all successful. Precision studies were performed and they were within specifications. The service actions (replacing the pinch valve tubing) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys pth assay and 1 patient serum sample tested with elecsys probnp assay on a cobas 6000 e601 module when compared to a different cobas 6000 e601 module. Sample 1 (patient 1) was tested for pth: initial result: 10.6 pg/ml. Repeat result: 59 pg/ml (tested on another e601). Sample 2 (patient 2) was tested for probnp: initial result: 334 pg/ml. Repeat result: 1009 pg/ml (tested on another e601). System alarms prompted the repeat of the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.